Manufacturer narrative:
Product event summary: manufacturer's analysis was unable to confirm the customer comment that the analyzer was not sensing p-waves. It was indicated that the patient connector pins were disturbed. The analyzer was replaced.

Event description:
It was reported that the analyzer was not sensing p-waves. The analyzer was returned for service. No patient complications have been reported as a result of this event.